Manufacturer narrative:
Information regarding suspect medical device. Common device name: not available. Regulation name: hemostatic device for intraluminal gastrointestinal use. PMA/510(k): den170015 investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. All components were included in the return. The returned catheters appeared used but did not have any clogs. The device was returned with the on/off switch in the "on" position. The red activation knob was engaged in the handle indicating activation of the carbon dioxide (co2) cartridge. Powder was present on the exterior of the device and returned catheters. When tested as returned, the device did not spray. The lance position was measured and found to be positioned correctly. A visual examination of the o-ring and lance inside the handle showed both components to be positioned correctly inside the handle and the lance to be beveled. The inspection of the co2 cartridge and regulator (lance and o-ring) confirm the device was of the current design. When retested with a new co2 cartridge, the device sprayed intermittently once the on/off valve was switched to "on". Powder would exit the device once the valve was open without pressing the button, but would not spray when the button was pressed. This process repeated every time the on/off valve was closed and reopened. The device was disassembled and powder was seen in the tubes connecting the powder chamber, on/off valve, and low pressure valve. The tubes were disconnected for removal of the powder and no clumps were observed. A visual inspection of the cannula and hole in the bottom of the powder chamber showed the cannula to be clear. The low pressure valve and regulator were leak tested by submerging the components in water with a new co2 cartridge and activation knob, and no leaks were found; however, co2 continued to exit the tube leading out of the low pressure valve even when the button was not pressed. The low pressure valve was dissembled and evaluated. All the internal components were intact. However, powder was observed along the inside wall of the valve, around the base of the activation button, and around the o-rings inside the valve. The powder on the low pressure valve components was cleaned off and the valve was reassembled. When tested with a new co2 cartridge and activation knob, the low pressure valve functioned as intended. A product discrepancy or anomaly that could have contributed to this reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: powder was observed around the components and o-rings inside the low pressure valve which can cause the valve to stick and remain in an open position. If the valve is stuck in an open position, the device can spray intermittently. If the powder inside the low pressure valve is moved by co2, it is possible for an internal clog to occur and prevent the device from spraying. It is unknown how the powder entered the valve. It is possible that pressure back flow can occur due to powder clogging the device and/or catheters or due to the carbon dioxide cartridge emptying completely, which can send powder back into the low pressure valve and cause the observations found during the evaluation. Prior to distribution, all hemospray endoscopic hemostats are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a hemostasis procedure, the physician used a cook hemospray endoscopic hemostat. The device stopped working after four (4) sprays. Troubleshooting did not help. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.